Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic modified duodenal switch, at the 1st firing of gastrectomy, the device was not able to fire, the surgeon was unable to squeeze the handle but able to squeeze the green button. The surgeon fired a new device which worked without incident. There was no patient injury.